Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the bending section had a broken skeleton. It was noted there was no down angulation due to the broken bending section skeleton. In addition, evaluation noted the distal sheath rubber pinhole was leaking and had a hole it in, there was a restriction to the forceps and brush passage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno videoscope had defect of the distal end with the tip scope shaft being broken. The issue occurred during reprocessing with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation physical stress was applied to bending section during device handling by the user, which led to breakage of bending section. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 warnings and cautions: operation do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿. Olympus will continue to monitor field performance for this device.